Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. Customer continued to use the existing cartridge and the insulin gauge began to decrease as intended. The issue occurred in the past; therefore, troubleshooting could not be performed. Fill estimate was accurate at the time of report. There was no impact to the customer's blood glucose.